Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) pace/sense lead were oversensing noise, which led to seven inappropriate episodes which were diverted without the patient receiving an inappropriate shock. The patient is pacemaker dependent, and pacing inhibition occurred for over two seconds. A revision procedure was planned to address the suspected rv lead issue. A clinician asked the boston scientific crm technical services department how to temporarily turn tachycardia therapy off in the device, until the revision procedure can be performed.

Manufacturer narrative:
Technical services discussed how to reprogram the device to monitor only mode via programmer. A lead revision procedure was later performed, during which this chronic rv pace/sense lead was surgically capped and abandoned. The pace/sense portion of the patient's chronic rv defibrillation lead was used, and the ICD was left in service. This event will be updated if any additional information becomes available. Additional information was received that approximately five years later, this ICD was explanted due to normal battery depletion. It has been returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field allegation was not able to be confirmed with device analysis. However, analysis of the lead associated with the event showed lead on lead abrasion which would be consistent with the observations noted from the field; lead is reported in 2124215-2009-00916.